Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7103537.

Event description:
It was reported that during an anesthesia administration for a trial procedure, the patient began to vomit, salivate and discharge nasal fluids. During lead insertion, the patient was experiencing uncomfortable sensations in the stomach. The physician aborted the procedure and the patient recovered from anesthesia. The explanted leads were discarded.